Manufacturer narrative:
The insulin pump was received with no button response on one of the buttons due to a flattened dome switch (no crease). The unit was unable to undergo the displacement test due to the unresponsive keypad. The following cosmetic damage was also noted: minor scratches on the lcd window, cracked reservoir tube lip, scratches on the reservoir tube window, and cracked battery tube threads. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had a keypad anomaly; one of the buttons became unresponsive while the customer was programming a bolus. The patient's blood glucose at the time of incident was 250 mg/dl. Troubleshooting was initiated for the keypad anomaly. The customer did not recall any significant events leading to the keypad issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.